Manufacturer narrative:
Manufacturer's evaluation / investigation currently in process.

Event description:
Customer reports inconsistent inr results for 3 patients using hemochron elite instrument / pt assay compared to unspecified lab instrument. This report is for patient 2 of 3. In 2009, patient elite / pt inr 7.2 vs. 4.99 inr on unspecified lab instrument. No report of any adverse event, serious injury, or intervention.